Event description:
It was reported that procedure was to treat a moderately calcified lesion in the mid left superficial femoral artery. The 018 hi-torque connect guide wire was advanced with the support of a non-abbott support catheter and non-abbott balloon catheter. During angiography it was noted that the radiopaque part of the guide wire was not present. Once the guide wire was removed, it was observed that the coils were detached [unravelled] but the guide wire remained in one piece. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that procedure was to treat a moderately calcified lesion in the mid left superficial femoral artery. The 018 hi-torque connect guide wire was advanced with the support of a non-abbott support catheter and non-abbott balloon catheter. During angiography it was noted that the radiopaque part of the guide wire was not present. Once the guide wire was removed, it was observed that the coils were detached [unravelled] but the guide wire remained in one piece. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.